Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2015-09195. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus and rotawire were selected to treat the target lesion. During the procedure, it was noted that the burr became stuck on the rotawire and was unable to move. The devices were removed together from the patient and was replaced with a different device to complete the procedure. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
The burr unit and the advancer unit were returned to site connected together. A visual examination of the device noted no issues with the handshake connection. Tug test was performed and no issues were noted. The burr was microscopically examined and observed that the annulus was damaged. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus and rotawire were selected to treat the target lesion. During the procedure, it was noted that the burr became stuck on the rotawire and was unable to move. The devices were removed together from the patient and was replaced with a different device to complete the procedure. No patient complications were reported and the patient's condition is good.